Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the patient bmi/gender? What color cartridges were used throughout the creation of sleeve? Was buttressing material used? Does the surgeon routinely wait 15 seconds prior to firing? How was the leak identified? What was the location of leak? Were any staple formation issues noted throughout care of patient? How was the leak addressed? Only drains placed? What is the current patient status?

Event description:
It was reported that six days post operative after a sleeve gastrectomy procedure, the patient was returned to the or for a leak. The initial procedure was completed on (B)(6) 2019, with no issues. The last fire of the device during the initial procedure was on the ge junction. Post operative the surgeon placed four drains due to a large amount of pus. The patient was taken to the ICU for observation.